Event description:
The facility reported an automix 3+3/as compounder which reportable "freezes up during compounding". This condition occurred during filling in the pharmacy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. During refurbishment of the device by a baxter service technician, the device did not respond to key presses. This condition occurred after the power up sequence when the technician attempted to program the device into test mode 01. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an automix 3+3/as compounder which reportable "freezes up during compounding" was confirmed and reproduced during device evaluation by a baxter service technician. This condition was caused by a disconnected harness between the display printed circuit board (pcb) and the input/output (I/o) pcb. The harness was re-seated between the display pcb and the I/o pcb to correct this condition. Additional narrative: this device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008. A service history review was performed, revealing that the reported condition is not related to any previous customer service request on this pump. This issue is being investigated through corrective and preventative action (CAPA).

Manufacturer narrative:
(B)(4).